Event description:
It was reported that patient was "getting two sharp pains in the pacemaker area". It was also reported that patient felt like it was "2 pin pricks". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.